Manufacturer narrative:
The device is currently under investigation at the design house in (B)(4). Investigation methods, results and conclusions are not finalized at this stage.

Event description:
Ref importer report number: (B)(4).